Manufacturer narrative:
On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, during a cranial resection procedure, the surgeon alleged an inaccuracy of approximately 1.5 centimeters. The inaccuracy was observed when the surgeon was navigating the microscope. The surgeon noted the vertek arm, or the frame, may have moved causing the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.